Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks over the year. The patient was presented into the clinic and noise was recreated with pocket manipulation. Programming efforts were performed. Currently, this product remains in service and no additional adverse patient effects were reported.